Event description:
It was reported that the system would not boot up or fluoro. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply and backplane cable assembly were evaluated and replaced, and the power supply voltage was verified to be within specifications. The system was tested and found to be workings as intended and returned to service.